Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was stating an error required maintenance, user tried rebooting the machine, but the issue still persisited. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and pocket c1 failed in drawer 5. A field service engineer removed data cable from wrong port at back of station and changed to correct port. Removed pocket due to medication jam and recovered successfully. The system functioned as intended after the field service engineer repaired the device.